Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op: multiple level degenerative disc disease procedure: transforaminal lumbar interbody fusion (tlif) levels involved: l5/s1 it was reported that during surgery, implant fractured during insertion. The implant was retrieved in two pieces. A replacement implantation was not attempted. No patient complications were reported as a result of the event.

Manufacturer narrative:
Product analysis: macroscopic and optical inspection reveals fracture just past the ¿nose¿ of the implant, with a portion of the implant cracked and bent down into the part on one side, with gouges, and plastic deformation near the fracture location noted. Angulation and /or torsion of the implant relative to the disc space during insertion can influence the level of impaction loads, as well as the size of the implant chosen relative to the disc preparation and distraction. The type and location of breakage is consistent with overloading of the part during the attempted insertion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.